Event description:
It was reported that stent damage and catheter removal difficulty occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified obtuse marginal artery. Following pre-dilation, a 20 x 3.00 promus elite drug-eluting stent was advanced for treatment. The stent advanced distal to lesion but when resistance was felt, the device was pulled back for proper placement. However, the stent appeared to be damaged on proximal end from pullback. Resistance was also felt during removal, and the device was pulled out together with the guidewire and guide catheter. The procedure was completed with a 3.0 x 16 promus elite drug-eluting stent. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: promus elite 20 x 3.00mm stent delivery system was returned for analysis inside the customer guidecatheter with haemostatic valve attached. The delivery system was unable to be removed from the guidecatheter due to the stent damage, the analyst cut the manifold 1mm distal to the strain relief in order to remove the delivery system. A visual examination of the stent found stent damage. Struts in the proximal region were noted to be bunched distally at the tip of the guidecatheter. Distal stent struts were damaged and the stent had moved distally over the markerband. The stent outer diameter was unable to be determined due to stent damage. During manufacture the max stent profile was measured, the data was reviewed and the value was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found that the shaft polymer extrusion was stretched 2 mm distal to the port-bond. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage and catheter removal difficulty occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified obtuse marginal artery. Following pre-dilation, a 20 x 3.00 promus elite drug-eluting stent was advanced for treatment. The stent advanced distal to lesion but when resistance was felt, the device was pulled back for proper placement. However, the stent appeared to be damaged on proximal end from pullback. Resistance was also felt during removal, and the device was pulled out together with the guidewire and guide catheter. The procedure was completed with a 3.0 x 16 promus elite drug-eluting stent. There were no patient complications reported.